Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a mix of products in the pack. There was no report of patient impact. The following information was provided by the initial reporter: consumer received a box of nano 2nd pen needles and reported that the tear drop labels on the needles are pink, and the box states "for investigation use only." The consumer stated that there is no patient end or non patient end needle. He stated that all of the needles in the box are the same. Consumer was not able to locate a lot number on the box, he said there is no lot number.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there was a mix of products in the pack. There was no report of patient impact. The following information was provided by the initial reporter: consumer received a box of nano 2nd pen needles and reported that the tear drop labels on the needles are pink, and the box states "for investigation use only." . The consumer stated that there is no patient end or non patient end needle. He stated that all of the needles in the box are the same. Consumer was not able to locate a lot number on the box, he said there is no lot number.

Manufacturer narrative:
This complaint is for a concomitant report of MFR#: 9616656-2023-00667. Information pertaining to this complaint, 9616066-2020-20561, has been captured in 9616066-2020-20205. MFR#: 9616656-2023-00673 is void as a result.